Manufacturer narrative:
(B)(4). Approximate age of device- 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2017. It was reported that the patient presented to the hospital on (B)(6)2018 with complaints of three days of melena and fatigue. An esophagogastroduodenoscopy (egd) revealed minor erythema in the prepyloric region and colonoscopy impression revealed normal terminal ileum, left sided diverticulosis with no active bleeding. The patient¿s research drug, anticoagulant and platelet medication were put on hold. It was confirmed site of bleeding was upper gastrointestinal bleeding (gi). The patient was transfused with 2 units of packed red blood cells (prbc). No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.